Event description:
It was reported that the patient presented to the emergency department with active driveline power fault alarms. The history on the heartmate touch went back to 20:49 on (B)(6) 2025 with the alarm. The patient stated they only heard it start the next day audibly alarming. The log files were reviewed and captured constant driveline power faults throughout the log file (power b). There was noted to be no driveline trauma. A system controller and modular cable exchange was performed, resolving the issue. There was no corrosion or debris in the connector.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was confirmed that the system controller alarmed appropriately. There were no adverse patient effects due to the event. The driveline power fault alarms did not reoccur following modular cable exchange. The products would not be returned to abbott for evaluation as they were disposed of.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the provided log file. The log file captured a driveline power fault alarm being active from 24jun2025 ¿ 25jun2025. The alarm appeared to have been correlated to the system¿s power-b line; however, the events leading up to the alarm¿s activation were not observed. The alarm was active throughout the data, and the alarm did not prevent the system from operating as intended. The modular cable (lot number 7910268) was not returned for analysis. Available information for this event indicates that the alarm resolved upon exchanging the system controller and the modular cable, and that the exchanged equipment was disposed. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the modular cable, lot number 7910268, showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including driveline power fault alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.